Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility directly to request patient treatment settings and patient photographs; patient treatment settings for one (1) patient was provided. Despite reasonable attempts to obtain information for the remaining five (5) patients lumenis is unable to confirm the validity of the reported events. An examination of the subject device by a lumenis engineer concluded the device operated to manufacture specifications. The engineer stated they completed a full preventive maintenance service on the device with no identified out of specification parameters. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were aggressive based on common medical practice and device labeling. A review of subject device labeling found that labeling did not contribute to the reported event.

Event description:
A user facility reported that six (6) patients sustained burns and hypopigmentation following hair removal treatment with a lumenis lightsheer et laser.